Event description:
It was reported by the patient that the remote monitor was no longer receiving power. The patient verified that the power cord was connected into the monitor and a power outlet, and several electrical outlets were tried. A new power cord is being sent for the patient to try. The monitor had transmitted successfully in the past. No patient complications have been reported as a result of this event. It was further reported that the new power cord did not resolve the issue and the monitor was being replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power connector was loose and detached, due to this condition the monitor was no longer receiving power.